Event description:
It was reported that the patient received inappropriate therapy due to oversensed noise. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Intermittent open impedance of the is-1 proximal cable was exhibited while performing functional tests on the returned lead. Visual analysis revealed a fracture of the coil, 2.3cm from the connector end. Visual analysis confirmed that all five wires of the is-1 proximal coil were fractured. This would account for the noise and inappropriate therapies. The lead insulation is cut 18 cm from the connector end. This damage is consistent with that occurring at the time of explant.

Event description:
The lay user/patient contacted lifescan alleging the meter¿s down arrow button is broken/cracked. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.